Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0617 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there are kinking issues with bard PICC lines. It was stated a line has a definite kink, it was inserted with 5cm external, line pulled out 2cm and was having issues with flushing. When dressing removed a notable kink at the 6cm site of line. No patient injury was reported.